Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission 05/17/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/09/2012 with the following findings: the keypad was found to be lifting around the up arrow keypad button. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the up arrow keypad button was intermittently responsive and required excessive force in order to elicit a response. The contrast button was found to be unresponsive. All of the other keypad buttons responded to button presses and had normal spring back. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a damaged ir component.